Manufacturer narrative:
The device has not been received for evaluation due to the sample being contaminated. Should the device be returned or a companion sample be sent in, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available. (B)(4).

Event description:
The baxter sales representative reported that the connections became loose with this clearlink continu-flo port manifold set. This report was made after the customer switched over to this product. As soon as the switch was made to this particular product, the loose connection issue was noticed. This connections becoming loose condition caused the patient to receive an unknown amount of blood loss. This condition was reported during patient use. There was no patient injury or medical intervention associated with this report.